Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, at the beginning of the surgery, the monopolar curved sh ears (mcs) was broken. When the nurse attempted to connect the blue cable to the pin on the mcs, mcs gray housing and the pin were broken. The nurse noted that only a small amount of force was applied, which is less than what is typically required for the connection. Mcs was replaced with another one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears and the associated device logs. Evaluation of the logs did not show any use of the monopolar curved shears. The logs are unable to capture hardware issues, such as a damaged instrument. Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damaged noted to the jaws or of the drive cables. The bottom plate was partially disengaged, but able to be reengaged with no issues. The energy plug was disengaged and not returned. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the monopolar curved shears were read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of disengaged monopolar plug was attributed to a manufacturing assembly issue. The monopolar plug was incorrectly assembled in the chassis that resulted in the monopolar plug not being able to be fully constrained inside the instrument. Improvements have been initiated to mitigate this condition. Additionally, the most likely cause for the partially disengaged base plate can be traced to user mishandling or improper reprocessing or sterilization conditions. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, at the beginning of the surgery, the monopolar curved shears(mcs) was broken. When the nurse attempted to connect the blue cable to the pin on the mcs, mcs gray housing and the pin were broken. The nurse noted that only a small amount of force was applied, which is less than what is typically required for the connection. Mcs was replaced with another one to resolve the issue. There was no patient injury.